Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(4) 2013, product type extension; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient needed his implantable neurostimulator (ins) relocated because the ¿ins was on the patient¿s side and it was floating around.¿ it was stated that on (B)(6) 2013, the ins was relocated to the side of the patient¿s butt and that this was a much better location. It was noted the patient¿s physician needed to put extensions in, due to the relocation procedure. A supplemental report will be filed if additional information is received.

Event description:
Additional information received reported that the patient had lost a ¿significant amount of weight,¿ and that was likely the cause of the battery migration. It was stated that the device was not malfunctioning, but the patient was having difficulty recharging. The patient was reportedly able to charge much more easily after the device was moved to a ¿more stable pocket.¿

Manufacturer narrative:
(B)(4).